Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a high lv impedance alert due to high and undefined pacing impedance. An impedance test was ran and the impedance value was within range. The lv lead remains in use. No patient complications have been reported as a result of this event.